Event description:
A healthcare worker (hcw) was reported with rash on arms, cheat and face. Hcw had a past history of eczema that was believed to be exacerbated with exposure to the product. Hcw was prescribed prednisone for seven days. On another occasion, hcw had trouble breathing and went home. Subsequently, hcw went to an emergency room where hcw was given an albuterol inhaler.